Event description:
Info received from annual device tracking report indicates that pt experienced "infection 10 weeks after implant." Follow-up letter will be sent to health care provider for further info on this event.